Manufacturer narrative:
Patient was not affected based on the information the (B)(6) hospital provided.

Event description:
Excerpt of the report of our (B)(4) distributor: incident description narrative / based on the distributor ((B)(4)): the device passes the self test without any problem. Beginning of the procedure patient ventilation ok about ten minutes then an error message "no communication between the unit and the central unit" + alarm sound, the device no longer ventilates and no longer responds to commands. Stopping the procedure, the patient must be reintegrated with a traditional intubation probe and ventilated otherwise. Attempting to reboot the device : (B)(6) message displayed, without ventilation, and the devices stops. After a new reboot, (B)(6) language display and ventilate again.